Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 05/04/2016.

Event description:
A customer reported an event of a "strong odor" emitting from the sterrad® nx sterilizer. The customer was advised to turn the unit off and leave the room. One healthcare worker (hcw) reported a headache and a "burning throat". The customer stated the symptoms lasted for two and a half hours and the symptoms resolved immediately after she left the room. No medical attention was sought. The customer stated other hcw's were affected but she did not know how many, but stated "possibly ten". When the customer tried to obtain more information, she stated the other hcw's refused and stated they were "fine." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to odor/smells is determined to be ¿low.¿ the vacuum pump was returned for evaluation and the reason for the return is confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.